Event description:
A customer observed a negatively biased psa (vitros psa assay) result for a patient sample tested on a vitros eciq analyzer. The patients physician questioned the result as it did not match the patients previous psa results. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event showed that the issue was related to only one patient sample. The sample in question was tested with the vitros psa assay in 2008, and reported. The patients physician questioned the result because it did not match historical psa result for this patient. An alternate sample drawn one week later, was sent to a reference lab and results consistent with the patients historical psa results were obtained. There was no sample remaining from the event date, draw and therefore, it was not re-assayed. Evaluation of the instruments datalogger indicates that the vitros eciq was operating as expected and properly maintained during the time of this event. The investigation concludes that a single negatively biased result was obtain with vitros psa lot 2110. The root cause of this event could not be identified. There was no allegation of patient harm as a result of this event.